Event description:
It was reported that multiple cartridges were unable to be installed onto the pump. Customer's blood glucose level was 138 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.